Event description:
It was reported that during implant the guidewire could not be removed from the left ventricular lead. The lead was not used and a new lead was implanted.

Manufacturer narrative:
Analysis found normal device characteristics.